Event description:
(B)(6)'s solicitors received a letter of claim from lime solicitors in relation to a (B)(6) year old female patient who underwent a primary left total hip replacement in (B)(6) 2000 (the precise date is currently unknown). Lime solicitors incorrectly reported that the patient received an abg cup and an exeter stem, when in fact they received an elite plus cup (manufactured by depuy) with an exeter stem as indicated by their implant sheet that was attached to the letter. Lime solicitors reported that the patient subsequently developed symptoms in her left hip in 2002 and more significantly in 2005 and 2006 associated with aseptic loosening related to the cup, which resulted in revision surgery on (B)(6) 2006. Lime solicitors reported that following the revision procedure, the patient continued to suffer symptoms of pain, discomfort, limitation and disability. Further correspondence received (B)(6) 2014, confirmed that the reported abg ii cup 5 holes 048 was associated with the aseptic loosening and subsequent revision surgery on (B)(6) 2006.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. The information in this report was provided by a foreign solicitor on behalf of a legal claim. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding loosening involving an abg ii cup 5 holes 048 was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays and patient medical records would be required in investigating this event further.

Event description:
Kennedy's solicitors received a letter of claim from lime solicitors in relation to a (B)(6) old female patient who underwent a primary left total hip replacement in (B)(6) 2000 (the precise date is currently unknown). Lime solicitors incorrectly reported that the patient received an abg cup and an exeter stem, when in fact they received an elite plus cup (manufactured by depuy) with an exeter stem as indicated by their implant sheet that was attached to the letter. Lime solicitors reported that the patient subsequently developed symptoms in her left hip in 2002 and more significantly in 2005 and 2006 associated with aseptic loosening related to the cup, which resulted in revision surgery on (B)(6) 2006. Lime solicitors reported that following the revision procedure, the patient continued to suffer symptoms of pain, discomfort, limitation and disability. Further correspondence received (B)(4) 2014, confirmed that the reported abg ii cup 5 holes 048 was associated with the aseptic loosening and subsequent revision surgery on (B)(6) 2006.